Event description:
Medtronic received information regarding a valve. It was reported that the nurse was trying to check a shunt placed in 2022. The readings were all over the place, and every other test came up with a different number on the programmer. The patient was in the emergency room for a stroke. It was noted the nurse had been around for a long time and had done this dozens of times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.